Event description:
The pt had a bard recovery ivc filter placed in 2003 and presented for removal because the filter was no longer needed. Imaging before the procedure revealed the filter was fractured. The ivc filter was removed but the fractured fragment was not removed as it was extravascular.